Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unk procedure on (B)(6) 2010 and suture was used. A 1mm piece of the tip of the needle broke off. The patient had a soft tissue x-ray which did not show anything, but the surgeon was unable to find the missing tip of the needle. There were no adverse pt consequences reported. The surgeon opines it may be possible 'user error'.